Event description:
The amplatz thrombectomy device was being used for thrombectomy on a dialysis graft. The device did not appear to be effective, and when it was withdrawn, the user observed that the distal impeller housing had separated from the catheter.